Event description:
One needed surgical intervention [adverse event]. Case narrative: this spontaneous report originating from united states was received from office manager referring to female patient of an unknown age via clinical education specialist. The patient's medical history, concurrent conditions, past drugs/allergies and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot # and expiration date were not reported) via intravaginal route for an unknown indication. On an unknown date, the patient used vacuum-induced hemorrhage control system (jada system) twice, once with great success and one needed surgical intervention (adverse event). Clinical education specialist stated both events occurred at the same facility, but provider information was unknown. No additional adverse event (ae), no product quality complaint (pqc) reported. Upon internal review, the event adverse event was considered to be serious due required intervention (devices) and medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
One needed surgical intervention [adverse event]. Case narrative: this spontaneous report originating from united states was received from office manager referring to female patient of an unknown age via clinical education specialist. The patient's medical history, concurrent conditions, past drugs/allergies and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot # and expiration date were not reported) via intravaginal route for an unknown indication. On an unknown date, the patient used vacuum-induced hemorrhage control system (jada system) twice, once with great success and one needed surgical intervention (adverse event). Clinical education specialist stated both events occurred at the same facility, but provider information was unknown. No additional adverse event (ae), no product quality complaint (pqc) reported. Action taken with vacuum-induced hemorrhage control system (jada system) was unknown. Outcome of event adverse event was unknown. The reporter's causality assessment between the adverse event and suspect vacuum-induced hemorrhage control system (jada system) was not provided. Upon internal review, the event adverse event was considered to be serious due required intervention (devices) and medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This is an amended report to update as reported causality for adverse event and to update the narrative.